Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device would not engage the attachment device and the hose was damaged. It was further determined that the device failed pretest for oil leak, rotational speed, noise assessment, cutter lock, loctite - housing pin - no movement detected, housing pin height and hose verification. It was noted in the service order that the device would not hold the nose piece device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.